Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered more insulin than intended. The customer's blood glucose level was 48 mg/dl, and was treated by consuming juice. The customer did not allege any pump deficiency and was recommended to consult with health care provider regarding diabetes management.